Manufacturer narrative:
As reported, post implant of ventrio hernia patch, the patient was diagnosed with a seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being possibly related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusions can be made. Seroma formation is a known inherent risk of the surgery and included as a possible complication in the adverse reactions section of the instructions for use supplied with the device. To date, this is the only reported complaint for this manufacturing lot. Device not returned - remains implanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2017 subject patient underwent primary open ventral left subcostal hernia repair. The size of the hernia defect was 26 cm x 10 cm. A bard/davol ventrio hernia patch was placed in an underlay fashion fixated using mechanical fixation device and suture. Fascia closure was completed using mechanical suture and full skin closure was achieved using staples. The patient was discharged to home on (B)(6) 2017. (B)(6) 2017 subject patient was diagnosed with seroma. This ae is clinically assessed to be possibly related to the study device and definitely related to the procedure. This has been assessed as a non-serious adverse event of mild severity and has resolved. No action taken. The reported adverse events does not meet the definition of an sae (serious adverse event).